Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, no relevant supporting clinical information could be provided to assist with this clinical investigation as the data collected from the post-market clinical follow up activity (pmcf) was anonymous. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a primary trauma surgery had been performed on the patient's right hindfoot on (B)(6) 2011, in which a hfn 10mm x 16cm right nail was implanted along with two screws placed across the proximal tibial (x1) and distal transverse (x1) region to treat a post-traumatic ankle & subtalar arthritis, the patient experienced the loosening of the proximal tibial screw. An additional surgery was performed on (B)(6) 2012 to remove the loosen screw. There is no confirmation on whether an additional screw was implanted in exchange. A complete subtalar fusion was achieved and confirmed by x-ray assessment 6 months postoperatively, although it is unknown if the reported time frame is related to the primary surgery or to the additional intervention performed. This incident was noticed in a retrospective post-market clinical follow up activity (pmcf) where anonymized data summarizing outcomes were gathered; therefore, additional information is not known and it is not possible to collect it.

Manufacturer narrative:
Internal complaint reference (B)(4).